Event description:
A review of service data detached a reportable event. During servicing of battery pack, which was returned for routine maintenance, it was discovered that the battery pack was discharged to 0 volts. Failure analysis of the pack discovered a shorted u3 supervisory ic. The last pt to use the battery pack did not experience any problems with it.